Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. The pressure transducer printed circuit boards (pcbs) and the turbine were found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. The received logs confirmed the reported failure transducer test during pre-use check at date of the event. The replaced parts requested for further investigation but will not be returned by the customer. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).